Manufacturer narrative:
The devices were evaluated. Evaluation summary - the devices were returned to w. L. Gore & associates for evaluation. Submitted unfixed were three gore excluder aaa endoprosthesis fragments; a trunk-ipsilateral leg component and two contralateral leg component. The device fragments arrived in an overlapping configuration. The distal ends of the combined device configuration had been transected prior to arrival at gore for evaluation. The lumen of the overlapped device fragments was widely patent and the device surfaces were generally devoid of tissue. The device fragments were not properly stored in a fixative solution for proper preservation of the tissue on and within the devices, therefore, a histopathological examination of the tissue could not be performed. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, all device fragments were examined for material disruptions with the aid of a stereomicroscope. The distal end of the ipsilateral leg and associated constraint sleeve were observed to be fully transected. The proximal end of the first contralateral leg component (unknown device) was contained within the contralateral gate of the trunk-ipsilateral leg component. The distal end of the device and associated constrainment sleeve were noted to be fully transected. The second contralateral leg component (unknown device) was observed to be fully contained with the first contralateral leg component. The distal end of this device fragment and associated constrainment sleeve were also noted to be fully transected. The serration marks and transected ends of all returned devices are consistent with surgical instruments (e.g., scissors, forceps and clamps) which were used during the explant procedure, with no wear related disruptions being identified.

Manufacturer narrative:
The patient's medications include; altace, aspirin, carvedilol, coq-10, fish oil, hydrocodone, isosorbide mononitrate ER, lipitor, nitrostat, plavix, tricor, zolpidem, multivitamin and vitamin b-12. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On an unknown date, follow up imaging identified a type ii endoleak originating from the inferior mesenteric and lumbar arteries, with reported aneurysm enlargement of an unknown amount. On (B)(6) 2015, an additional procedure was performed whereby the physician transected and partially explanted the contralateral limbs. The aneurysm was repaired with a bifurcated surgical graft sewn into the two contralateral leg components limbs. The procedure concluded without complication and the patient tolerated the procedure.